Event description:
Device 1 of 2: reference MFR. Report# 1627487-2019-04775. It was reported the patient experienced lead migration. In turn, the patient underwent surgical intervention (B)(6) 2019 wherein the right lead was repositioned. Reportedly, therapy was restored post operatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Surgical intervention date is unintendedly listed incorrect in the initial report. It should read (B)(6) 2019 instead of (B)(6) 2019.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-04775. Additional information obtained, the patient underwent surgical intervention (B)(6) 2019 wherein the patient's left was repositioned.